Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had to have stimulation turned down twice today because pt was uncomfortable and feeling pain. Caller stated pt is incarcerated and is unable to have handset with them due to camera on handset. Caller stated due to this had to go see nurse at prison to have therapy turned down and stated they were still having trouble following this so pt had to have therapy adjusted again. Caller expressed dissatisfaction that pt was told by prison staff to wait and come back for another adjustment. Caller stated they "think" this occurred today, this morning. Caller did not know pt's managing hcp name, but stated they are out of shattuck hospital in ma. Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken by patient services. The patient's relevant medical history included pt stated the device is intended to treat their bladder as pt could not urinate. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller said they were related to the patient who is incarcerated. Caller reported the prison will not allow the patient to have their control equipment with them because of the camera and wifi functions so pt has to go to sick call to have stim turned up or down. Caller said pt's retention symptoms were improved after implant and stim was adjusted a few times, but when stim was too high, pt felt a pinch and felt it in different positions like when they were laying down. Caller said pt went to sick call and it was turned down very low, really low. Caller said after that pt said they felt like it wasn't working, pt experienced symptom return and is back to using a catheter. Reviewed it may be helpful to try to set a schedule to have the patient go to sick call, every day or every other to have stim adjusted until they can find a setting to help their symptoms. Caller said they can call the prison to discuss the possibility. Additional information was received from the patient. The patient received the implant on (B)(6) 2021. The nightmares he endured during the testing phase continued because the remote was never with him due to security reasons. The patient was given a 3037 icon and the patient was only able to control the range of the impulses. The patient does not have access to the seven different programs or the ability for it to hold data or MRI mode. The patient has to go through an extensive system in order to get access to the programmer due to prison rules. When the manufacturer representative met with the patient, the patient said that the impulse increases on it's own, or when it's turned off it comes back on it's own. The patient is concerned of what will happen when the remote stops communicating with the implant since he will go back to the process of getting access to the smart programmer. As of now, the patient is forced to use the catheter about four times a day on its own about 2-3 times. Sometimes the patient is forced to keep close watch of his fluid intake for fear of bladder overflowing and causing it to burst. The patient's result from the trial are not the same as the results of the implant. During trial, patient was urinating on its own 97% of the time and now it's below 50%. Additional information was received from the patient. The reason for call was to ask about alternative options to the handset/tm90. The caller reported patient in the facility has been having trouble urinating. The patient can't adjust settings on the device to try to address the issues since the facility will not allow access to the patient remote. The caller indicated that the patient periodically has a lot of suffering. The implant is doing the right thing for him but he shouldn't have been implanted because he can't access the remote due to security issues in the correctional facility. Troubleshooting was not required.